Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® serum blood collection tube there was foreign matter in the tube(s) biological and non-biological. The following information was provided by the initial reporter. The customer stated: "a red foreign body was found in the tube during the preparation and before blood collection."

Manufacturer narrative:
H.6. Investigation: bd received 1 customer photo was received for review and analysis. The photo confirms the reported issues of foreign matter inside of the tube. Therefore, this complaint can be confirmed based on the photo received. In addition, 30 retention samples from the bd inventory were subject to a visual inspection for foreign matter in the tubes. All samples passed testing with no evidence of foreign matter present in any of the 30 tubes. Therefore, this complaint cannot be confirmed based on retain sample testing results. As the customer sample is needed to definitively identify the composition of the foreign matter, the root cause of the foreign matter in the tube cannot be determined without the returned customer sample. The device history records were reviewed with no issues being identified. There were no related quality notifications. All process and final inspections comply with specification requirements.

Event description:
It was reported when using the bd vacutainer® serum blood collection tube there was foreign matter in the tube(s) biological and non-biological. The following information was provided by the initial reporter. The customer stated: "a red foreign body was found in the tube during the preparation and before blood collection."